Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the physician had the valve in a good position, when the physician was ready to fully deploy the valve, the hooks were very difficult to release. The physician used heavy manipulation and was able to get the valve to release. Subsequently the valve dislodged into the ascending aorta. The valve had severe regurgitation and a second valve needed to be placed. During the implant of the second valve, positioning difficulties were noted. The physician noted that during the second valve implant the physician needed to use a stiffer wire due to having to maneuver around the first valve sitting in the ascending aorta, therefore the stiffer wire caused a ventricular perforation and was given a blood transfusion. The patient was converted to surgery and re-operation but subsequently the patient passed away one day post-operative due to the procedure difficulties. The reported cause of death was the ventricular perforation. No autopsy was performed and the devices will not be returned for analysis.

Manufacturer narrative:
The device history record was reviewed and showed that this valve met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A lot history record review for the delivery catheter system (dcs) could not be performed as the lot number for the dcs was unable to be obtained. Manufacturing controls are in place to ensure that all lots meet specification requirements prior to release from the manufacturing facility. Frame loop entanglement: a frame loop entanglement can occur based on the orientation of the frame loop and dcs tab to the patient anatomy or based on the angle of deployment between the valve frame and the dcs. Frame loop entanglement is a known potential risk of the corevalve system, and the instructions for use (IFU) provides guidance in releasing the frame loop from the delivery system. Cine review indicated this to be a typical corevalve procedure with best practices being followed according to the IFU. Cine review could not confirm nor deny loop entanglement a the cause of the high implant site. It showed evidence of a high implant where the corevalve device was above the non-coronary sinus. As reported, the patient's anatomy may have played a role in the deployment difficulty, which is most likely related to this event. From the available information, a conclusive cause of the difficulties experienced by the physician to release the valve cannot be determined. Valve dislodgement and repositioning: potential factors that can influence a valve dislodgement include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, and a number of others. Cine review confirmed the high implant and snaring of the valve into a more distal position. Once deployment is completed the IFU recommends not repositioning the valve: ¿once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." A conclusive root cause of the dislodgement could not be determined from the information available; however, in this case, it was most likely was due to the positioning difficulty and heavy manipulation used to release the valve from the dcs and also the patient anatomy. Severe regurgitation: severe regurgitation does not indicate a potential manufacturing issue. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the regurgitation most likely was due to the suboptimal positioning of the valve and due to patient anatomy; however, a conclusive cause could not be determined from the information available. Positioning difficulties and perforation: positioning difficulties are often influenced by patient anatomy and user technique, which most likely was the case in this event. Perforation is a known risk per corevalve IFU. Cine review could not confirm or deny that there was trouble crossing the first corevalve; however the cine review did determine that viv (valve-in-valve) best practices were followed with proper placement of the 2nd valve. Per the angiography cine review, there was no sign of left ventricular perforation, and the wire position in all cines was determined to be the proper wire position. As we have not received autopsy results, the explanted valve or the dcs used in this event, we are unable to determine a conclusive relationship between the device and the ventricular perforation leading to the patient death at this time.

Manufacturer narrative:
Additional information was received to add the model number of the delivery catheter system (dcs) used in the procedure to the product event. The dcs was added to the product event. It was noted by the physician that they did not have the lot number for the dcs and nothing was logged at the hospital to record that information and they no longer have the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not explanted. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Correction to the event description (B)(6) 2015 - it was noted that the physician felt that the patient's anatomy may have also played a role in the deployment difficulty of the first valve.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.